Event description:
It is reported that the device was implanted in 2007 and was revised in 2008. Upon removal of the articular surface, it was noted that there was pitting and yellowing of the surface.

Manufacturer narrative:
Evaluation summary: the returned articular surface shows pitting on the condylar surfaces as described in the complaint. Sem analysis was performed on the articular surface and suggest that the pitting may have been caused by third body bone cement particles. Conclusion: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy analysis (sem)/energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.